Event description:
It was reported the patient had a power on reset (por). It was noted the stimulator had a normal elective replacement indicator (eri). It was reported the patient let their battery overdischarge. It was noted the trickle charge was started and the patient was to complete it at home. It was reported the patient was to call their manufacturer representative for reset upon charge completion. It was later reported the patient had gained weight and went to the hospital. It was noted the battery died and was unable to be recharged. It was reported the battery was most likely to be replaced with a non-rechargeable. It was later reported that an eri was not seen.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).